Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off at the tube. A small amount of the ceramic tip remains securely glued inside the distal end of the sheath tube. The broken piece of the ceramic tip was not returned with the instrument. There is a major dent at the very distal end, proximal to the ceramic tip. Minor dents are noted along the length of the steel tube. A search of prior incidents for this type of instrument was performed with the same or similar verbiage in the problem description. The document search reveals several potential root causes as follows: a broken ceramic tip has typically been proven to be caused by customer abuse resulting from the application of excessive lateral force on the instrument during insertion or removal from the cysto sheath. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Dents found along the steel tube are often indications that excessive lateral force has occurred. A second potential cause can also be associated with customer abuse that occurs due to improper handling of the instrument. In such cases, dropping the instrument, hitting the tip against other instruments or against sterilization containers can damage the ceramic tip and result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use. Due to the presence of the numerous dents on the tube and the state of the ceramic tip; is due to mishandling.

Event description:
During a surgical procedure, the ceramic tip of the rotating continuous flow resectoscope inner sheath detached and fell into the pt. The surgeon was able to retrieve the piece from the pt, with no pt harm. The procedure was completed with no further incidents.